Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the pacing system analyzer was in use and navigated to change the lower rate, the application crashed. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm that an application crash occurred on the mobile programmer application. It was noted that this is a known inherent risk of device. If information is provided in the future, a supplemental report will be issued.